Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had increased pain. The device was interrogated and showed normal for the patient. Imaging was performed and showed that the lead migrated.

Manufacturer narrative:
Product ID: 37714, serial#(B)(4), implanted: (B)(6)2012, product type: implantable neurostimulator. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6)2005, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6)2012, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6)2012, product type: lead. Product ID: 37754, serial# (B)(4), implanted: (B)(6)2012, product type: recharger. Product ID: 37744, serial#(B)(4), implanted: (B)(6)2012, product type: programmer. Patient product ID: 37714, serial# (B)(4), implanted:(B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6)2012, product type: extension. Product ID: 3487a-56, lot# v884579, implanted: (B)(6)2012, product type: lead. Product ID: 3487a-56, lot# v884579, implanted: (B)(6) 2012, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3986a60, lot# n27618, implanted:(B)(6) 2005, product type: lead. Product ID: 3487a-45, lot# j0437349v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a-45, lot# j0437349v, implanted:(B)(6) 2005. Product type: lead. Product ID: 3986a60, lot# n27618, implanted: (B)(6)2005, product type: lead. (B)(4).

Event description:
The physician of a clinical study reported the patient had increased low back burning pain. Diagnostic imaging revealed a lead migration and dislodgement. The patient was reprogrammed as an intervention. The device was interrogated and was normal for the patient. The event is ongoing. If additional information is received on additional interventions or outcome, a follow-up report will be sent.